Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing low fio2 (fraction of inspired oxygen) readings. There was no patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it providing low fio2 (fraction of inspired oxygen) readings was initially confirmed, however, during subsequent testing of the device the reported issue could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.